Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to mitral valve however, the leaflets were unable to be grasped. Trouble shooting was performed which did not resolve the issue and therefore, the cds was removed. Outside the patient the grippers were tested and both were noted to only lower approximately 20 degrees. Two clips were successfully implanted, reducing mr to 1. Although this issue caused a delay in the procedure, the delay did not result in adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident reported from this lot. Based on available information, a cause for the reported gripper actuation and leaflet grasping issue cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.